Event description:
A customer reported that the phaco handpiece was clogging during surgery. There was a two hour delay while a substitute handpiece was brought in. The surgery was completed and there was no harm to the patient.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).